Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having low blood glucose of 28mg/dl, and paramedics were called. The customer was treated with glucose and they left. The customer's recent glucose reading was 200mg/dl, and has been treated with the insulin pump to lower her glucose level. Troubleshooting was performed. The programming, time, and date were correct. The reservoir volume matches with the status screen. Ran a displacement and fixed prime test and they passed. No further information was provided.